Manufacturer narrative:
Since at this time the manufacturer is unable to discern between the four devices/patients that experienced the early degeneration, these four incidents are being bundled in the same incident report (livanova reference (B)(4)). The manufacturer will separate the reporting activity should additional information on the devices/patients be provided. As the devices remain implanted (valve in valve -viv- performed) and the serial numbers are unknown, no investigation was possible. Since this is the case, and since no further information was received up to date, a definitive root cause cannot be established at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the mitroflow IFU. The event is, therefore, a known inherent risk of the device. Should further information be provided at a later stage, the manufacturer will re-assess the event and submit a follow up report within the required timeline.

Event description:
The manufacturer was informed on this event through the publication "self-expanding transcatheter aortic valve implantation for degenerated mitroflow bioprosthesis: early outcomes" by isaac pascual et al. The paper reports that self-expanding transcatheter aortic valve implantation (tavi) for degenerated mitroflow (mf) bioprosthesis has favourable early outcomes. The transcatheter valve-in-valve (viv) procedure has provided an important gateway to avoiding high-risk redo surgery and is now a potential option for mitroflow failed surgically aortic implanted valves. Among the results presented, it is reported that n=4 patients had an early degeneration of the mitroflow valve (within 5 years from the valvular surgery with mitroflow). The type of degeneration observed was stenosis in two patients, while the other two patients had mixed degeneration (stenosis and regurgitation).